Event description:
Additional information received reported that the patient¿s catheter had an obstructing kink. The cause of the volume discrepancy was a catheter issue, a kink and occlusion at an unknown location, which was identified by dye study. The pump was used to infuse lioresal. The patient was started on oral baclofen and had recovered without permanent impairment. Surgical intervention was pending.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a pump problem. The actual residual volume (arv) was greater than expected residual volume (erv), arv: 21 ml and erv: 6.3 ml at the patient¿s refill appointment on the day of report. At a refill appointment in (B)(6) the patient¿s arv was 21 ml and erv was 8.7 ml. Prior to these two most recent refills there had not been discrepancies in erv versus arv. No alarms or other issues with the pump had occurred. There was no therapy or medical problem. The patient was not complaining of any interruption in therapy and had not experienced any withdrawal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).